Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: 24 hours after the c-section, the female patient lost 2 staplers and then a third that detached from the skin spontaneously. The wound did not re-opened.